Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pleural effusion during the implant of the implantable pulse generator (ipg) system. Centesis was performed to remove the fluid and the patient was connected to a drain to continue draining. The ipg system remains in use. No further patient complications have been reported as a result of this event.